Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA's method, result, and conclusion codes. H10: products were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results from results obtained of 231mg/dl. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of diarrhea ns stomach pain. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a back to back blood test was performed by the customer and produced test results of 231mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.